Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of the patient transmission revealed that the implantable cardioverter defibrillator was oversensing post-paced t-waves, causing episodes of non-sustained right ventricular oversensing. The device was reprogrammed to address the issue. The patient was asymptomatic and in stable condition.